Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. The customer attempted multiple times to find the possible leak but could not. The customer tried three auto-fills in a row with no indication of a balloon leak. All connections were double check and secured. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer then dropped the augmentation three bars and was advised to adjust the patient's arm position to slow the alarm. The iab was eventually replaced with a new one and there were no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extracorporeal tubing and optical cable were cut at approximately 3.3cm from the rear of the y-fitting. The cut portions were not returned. Further visual examination detected a catheter tubing break at approximately 75.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and remaining portion of the of the extracorporeal tubing was performed and a leak was detected at the catheter tubing break site. The break found in the catheter tubing appears to have been the result of a severe kink, which eventually failed, allowing a gas leakage and causing the reported problem. However, we are unable to determine when the break may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period (B)(6) through (B)(6) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. The customer attempted multiple times to find the possible leak but could not. The customer tried three auto-fills in a row with no indication of a balloon leak. All connections were double check and secured. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer then dropped the augmentation three bars and was advised to adjust the patient's arm position to slow the alarm. The iab was eventually replaced with a new one and there were no further issues. There was no patient harm or adverse event reported.